Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir was occluded. The customer stated that the insulin pump alarmed no delivery. Customer's blood glucose was 90 mg/dl. Troubleshooting was done. Customer stated that the insulin pump alarmed during manual prime. Advised the customer to replace the complete set and reservoir as soon as possible. No further information provided.